Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm during bolus. Customer reported to have been in the hospital due to non-diabetes related issue. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.